Event description:
The manufacturer received information from a third party service center alleging a ventilator failed a step during testing and a "service required" alarm condition occurred. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaints were confirmed. Tubing was found to be disconnected from the sensor board. The device's tubing was reconnected to the sensor board to address the issue.